Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 - device returned to manufacture. H4 - device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot number: 6536070) was received at us cq. Upon visual inspection, it was observed the needle component of the device had broken off and was not returned. Also, the protection sleeve was not returned with the complaint device. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed depth gauge for 2.0/ 2.4mm screws: 319_006 rev. P/e (current and manufactured). Needle: 319_006_3 rev. E (current and manufactured). Protection sleeve: 319_006_1 rev. E/c (current and manufactured). No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle component of the complaint device had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that following devices were received damaged at the blind unit: product code: 314.190; lot# l534677. Product code 338.23; lot# 7416972. Product code 319.006; lot# 6536070. Product code 338.200; lot# 1077132. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 2 for (B)(4).